Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had exposed to fluid. Customer's blood glucose was 268 mg/dl. The customer stated she hopped in pool with her insulin pump. Customer stated the pump is vibrating without an alarm or alert. Customer stated constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.